Manufacturer narrative:
The pod initially was not able to connect to the master personal diabetes manager (pdm) to be downloaded. All three batteries were measured to be low. The pod was connected to a 4.5v power supply and the printed circuit board (pcb) was removed but the pod still could not be downloaded. Multiple components were observed to be corroded including the pcb, mechanism rails, and the bottom battery and fluid contact was observed on the commutator cap. This internal corrosion can be faulted for the low batteries. No external cracks or damages were observed on the pod housing, and no internal leaks were observed when conducting the leak test. Without the download data the alleged hazard alarm cannot be confirmed. The cause of the corrosion cannot be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported an error notification was received while wearing the pod on their arm. The pod was worn between 4 and 24 hours. Investigation of the pod found internal corrosion without a determined cause. The device was originally reported for a communication alarm.